Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2003 - the patient presented to a doctor as he was experiencing an inguinal hernia in his lower left groin. On (B)(6) 2003 - patient underwent an open hernia repair surgery, during which time he was surgically implanted with a perfix plug. The attorney alleges within the first year of surgery, the patient began to feel tightness in his lower left abdomen (where the hernia mesh device had been surgically implanted). The patient went back to the doctor who had performed his hernia repair surgery to try to find out what was wrong with him, but the doctor did not find anything wrong and, therefore, could not help him. By the second year, the pain increased and over the next few years, the pain extended down into his left testicle. During this time, he experienced a gradual inability to empty his bladder, to which led him needing to self-catheterize 3 times per day in order to do so. On (B)(6) 2007 - the patient underwent a pelvic and testicular ultrasound, but it did not reveal that the hernia mesh device was the cause of his injuries, the cause of his injury was unknown and was certainly not thought to be related to his hernia mesh device. On (B)(6) 2015 - the patient visited a urologist who for the first time made a connection between his injuries and the implantation of the hernia mesh device. On (B)(6) 2016 - the patient underwent an MRI on his pelvic area which revealed a "significant reaction around the mesh" and "nonspecific fascial thickening overlying the hernia repair." On (B)(6) 2016 - after many visits to many doctors and specialists, (13 years later), the patient visited the doctor who informed him that his injuries were, in fact, caused by the hernia mesh device that had been surgically implanted inside his body many years earlier and that it must be removed. On (B)(6) 2016 - the patient underwent surgery in order to remove the hernia mesh device from his body. Unfortunately, it was then discovered that the hernia mesh device had wrapped around his testicular cord, necessitating the removal of his left testicle. The surgery entailed a two-day hospital stay. Attorney alleges the patient has sustained and continues to suffer inability to urinate, severe and chronic testicular pain, pain with sex (dyspareunia), testicular amputation, blood loss, nausea, chronic physical pain, surgical correction, physical impairment, physical disfigurement, the need for continued medical treatment and medication management.